Event description:
The customer contact reported the device did not deliver a dose when the bolus button on the device was pressed. It was reported that pharmacist returned the device to the biomedical department with a report that during set up prior to pt use, the device did not deliver a dose when the bolus button on the device was pressed. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the bolus button was pressed. This was due to a broken bolus switch on the middle printed circuit board. The cause of the broken bolus switch could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.